Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported receiving multiple, intermittent inaccurate fill estimate readings in the past. However, the customer believes the fill estimate reading is currently accurate and has had no further issues with it. The customer's blood glucose level was not impacted.